Event description:
Following a diagnostic procedure on 9/23/97, an angio-seal device was placed. On 9/25/97 the pt presented to a differnet hosp with chills, fever and cellulitis of the right groin area. The following day (9/26/97) the pt was transferred back to baptist medical center, and was started on broad spectrum antibiotics. Both an ultrasound and CT showed no distinct cavity in the infected area, although the pt was draining a small amount of purulent material which was growing staph species. On 9/30/97 the pt was taken to the operating room where surgery for wound debridement and possible removal of the angio-seal device were scheduled. Debridement of the right groin incision and exploration of the right femoral artery were performed. The wound was carefully explored, taking great pains to determine whether any purulent material was draining from deeper in the wound, whether any foreign body could be indentified in the wound, or whether any tract of necrotic tissue extended deeper. When none could be encountered, it was felt better not to violate the femoral sheath (muscle), but to leave it intact. During the hosp course, the pt was treated for cellulitis with vancomyacin, rocephin, and unisyn. The pt was discharged to home on 10/3/97 with home care.